Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while advancing the pod pc through the lantern inside the patient and subsequently, the pod pc pusher assembly became kinked. Therefore, the pod pc was removed. The procedure was completed using additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.